Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal and a worn upstream occlusion seal. There was a 'system fault 41,541' that was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the intermittent latch lock optic sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had an error 41541. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.